Event description:
Nurse's call station located behind the pt's bed mounted in the wall have been burning up the circuit boards causing the pt rooms to fill up with smoke. These devices are located throughout hospitals across the country.